Event description:
It was reported that two years prior to the call the patient¿s internal neurostimulator (ins) moved. It was noted the ins was lying improperly on a nerve. It was reported the patient¿s leg was in pain. It was noted the ins was moved in (B)(6) of 2012. It was reported the patient¿s pain was not completely solved by the procedure.

Event description:
Follow up information received from that the physician felt that moving the ins resolved all of the patient¿s leg pain issues. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v205393, implanted: (B)(6) 2009, product type: lead. (B)(4).